Event description:
This is a spontaneous report by a pharmacist and a physician from (B)(6) of aseptic peritonitis in a patient, subsequent to nutrineal pd4 unknown bag therapy. On (B)(6) 2010, at 12:00, the patient received nutrineal pd4 unknown bag (lot number 10i13g37) one double bag of 2 liters ip for continuous ambulatory peritoneal dialysis (capd). No other solution was added to nutrineal pd4 unknown bag. The patient did not mix the solutions together and did not heat them. On (B)(6) 2010, the patient experienced intensive abdominal pain and effluent was noted to be cloudy. Nutrineal pd4 unknown bag was drained and the patient was hospitalized the same day. There was no exit site infection, no break in aseptic technique and the patient had not routinely reused supplies. On (B)(6) 2010, the patient was started on cefazoline 1 gram daily (route was not reported) as corrective treatment (given until (B)(6) 2010). On (B)(6) 2010, the event of aseptic peritonitis was resolved. On (B)(6) 2010, the patient was discharged from the hospital. Nutrineal pd4 unknown bag continued with dose unchanged. The reporter considered the causality assessment for the aseptic peritonitis to nutrineal pd4 unknown bag as possible. Additional information was provided by the physician. On (B)(6) 2010, nutrineal was stopped and was not reintroduced at the time of this report.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.